Event description:
"Top of drip chamber separated" resulting in loss of chemo.

Manufacturer narrative:
Churchill notified the component supplier of the incident and requested an investigation with an appropriate corrective action. A review of the manufacturing process, conducted by the component supplier, found the potential for components to be bonded with insufficient solvent. Our supplier has initiated a corrective action to increase the amount of solvent used; they have modified the assembly machinery to make the bonding process more efficient. Churchill has taken action to re-inspect the remaining inventory of the drip chamber and any finished products in which the drip chamber may have been incorporated. Any finished products which included this drip chamber will be reworked. Additionally, we have tightened the incoming inspection for this component to be more vigilant for this issue.